Manufacturer narrative:
All available information was investigated and the reported clip opening while establishing final arm angle could not be confirmed and the reported leaflet grasping failure could not be tested during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the returned device analysis a conclusive cause for the reported clip opening while establishing final arm angle cannot be determined. The reported difficult leaflet grasping was the result of the patient¿s implanted mitral valve ring. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Prior to the procedure, it was noted that the patient previously had a mitral valve ring implanted. Also, it was noted that the patient had an implantable cardioverter-defibrillator (ICD) and peripheral vascular disease. The clip was prepared per the instructions for use (IFU) and was inserted without issues. The clip was advanced to the valve and grasping was performed; however, several grasping attempts were needed in order to successfully grasp both leaflets. Once grasped, the deployment sequence was started. When attempting to establish final arm angle (efaa), the clip opened approximately 45 degrees. Efaa was again performed, but again, the clip opened to approximately 45 degrees. The physician decided to remove the clip and discontinue the procedure. No clips were implanted, and mr remained at a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.